Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Additionally, the battery gauge was noted to be fluctuating intermittently which resulted in the pump shutting down. The customer¿s blood glucose was 160 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.